Manufacturer narrative:
An additional lot # was provided: m016708. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has received multiple intermittent inaccurate fill estimates. During the initial call with tandem technical support on 5/8/2016, customer reported receiving accurate fill estimates after loading new cartridges. On 5/9/2016, the customer received an inaccurate fill estimate and no accurate fill estimate was obtained despite reloading the same cartridge along with new cartridges. In one instance, the customer had a blood glucose level of 125 mg/dl, but did not perform any actions to address the bg level. Customer stated that the current pump will be used as backup therapy until replacement is received.